Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system needle cannot be retracted, which caused re-penetration.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7265222. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the returned sample was reviewed by our quality engineers. They noted that the sample we received, had an uncrimped cannula. Conforming cannula will have their ends physically crimped to bind them to the paddle hub; this provides sufficient leverage for the end user to apply the force necessary to retract the needle. Without the crimping process the cannula will slide out of the handle before enough force can be added to the cannula to remove it from the safety mechanism. To address this event our facility has added a vision check after the needle end crimp step , and added secondary check to the final inspection of the finished goods.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system needle cannot be retracted, which caused re-penetration.